Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an replace battery alert. The customer¿s blood glucose level was 121 mg/dl. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reports that this is the second occurrence. The insulin pump will be returned for analysis.